Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switching episodes and non-sustained right ventricular oversensing was revealed. Device reprogramming was recommended for competitive atrial pacing. The patient is well.